Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 12 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced. The customer was advised to talk to a local hospital for a replacement insulin pump. The customer did not troubleshoot and did not send the product back for analysis.